Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kinks observed near the mid-joint. During functional testing, the ruby coil lp pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then through the rest of the introducer sheath without an issue. Further evaluation revealed additional pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the arteriovenous (av) fistula using ruby coil lps. During the procedure, a ruby coil lp would not release from the starting position of the introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using new lp coils. There was no report of an adverse effect to the patient.